Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that valve leaks occurred during left atrial appendage (laa) closure procedures. When the watchman® access system (was) is introduced in the laa, sometimes there is excessive back bleeding from the hemostatic valve when the guide wire and pigtail catheter are in place. No patient complications were reported.